Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). D4 - UDI# - (B)(4). A review of the device history record (DHR) and a complaint history review will not be completed for limited investigation complaints. On (B)(6) 2019, it was reported that the device had smoke odor. While evaluating the device service technician was not able to duplicate the concern of reported event. The service technician then replaced twist lock (405k602000) and confirmed that the device was functioning as intended. Service technician was not able to reproduce the reported issue with the device during evaluation. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation is based on the information that is provided initially and any information that is obtained throughout the follow-up process.

Event description:
It was reported that the device had a cigarette smoke smell to it. The event occurred prior to giving it out to a patient. There was no harm/injury. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). Device product code - jow. (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device had smoke odor.